Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they took a bad fall and had swelling at the battery site which was painful to the touch. The patient had not been recharging her system and the battery was discharged. It was noted that this was the third time the implant was overdischarged and the patient wanted to get the system replaced due to the third overdischarge. The patient was unable to charge on the very swollen area and the representative was unable to communicate with the implant using the clinician programmer. The issue was not resolved at the time of the report. Surgical intervention was planned but had not been scheduled. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was implanted yesterday. The reason for the replacement was because the battery died on her, it shut down and that's why they replaced it. The patient has not had anything for like 3.5 months and needs it to be working. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient is still swollen and it was the patient's third and final overdischarge. The troubleshooting performed was that the rep confirmed visually and by palpating the battery pocket area. The rep could not communicate with their 8840 or recharger. The healthcare provider (hcp) office is taking action to seek insurance approval for the surgery. The rep has communicated via phone and email to assist. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018. It was reported ins is dead, "no longer working", has "shut down" and needs to be replaced. The patient was in pain and the patient¿s back was swollen. The patient was needing ins replaced sooner but hcp told patient the ins was backlogged due to hurricane in puerto rico and the patient inquired when device will be available. The patient had met with a representative who confirmed ins battery is depleted and needs to be replaced. The patient was redirected to follow up with the hcp to discuss symptoms, replacement surgery and inquire ins availability. The patient had back pain and swelling. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was going to received anti-inflammatory patches for the tender areas on the right side of the back and buttock areas. The healthcare professional confirmed that it was not an issue caused by the replacement procedure and it was not infected. The healthcare professional provided explanations of the possible reasons for her tender areas and expectations of the stimulator.